Event description:
Fluid ingress has been discovered in 11 isoflex se mattresses within the (B)(6) facility. Mattresses are less than 3 years old with original covers. Additionally, 9 isoflex mattresses were found with damage to the fire retardant cover. Reference reports: mw5161664, mw5161663, mw5161662, mw5161661, mw5161660, mw5161659, mw5161658, mw5161657, mw5161656, mw5161655, mw5161654, mw5161653, mw5161651, mw5161650, mw5161649, mw5161648, mw5161647, mw5161646, mw5161645.